Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. Device history record review revealed nothing relevant to this event. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that three ar-4502, c curved needle speed cinches with 2 peek implants and 2-0 fiberwire, all from the same lot #10048685, were being used in an acl procedure. The first speedcinch was used, and the first implant deployed successfully, however the second one did not. The first implant remained un-retrieved in the patient, but the suture was removed. The second speedcinch was used, and the first implant did not deploy at all. The same event happened with the third speedcinch. The procedure was finished successfully using another manufacturer's device. No patient injury reported.